Event description:
It was reported that pump screen was dark and would not turn on, and pump showed red light and repeated vibrations despite multiple attempts to wake and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer tried several button-pressing steps and charging with known working supplies without success, then planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged a warranty replacement pump, instructed customer to let battery fully deplete before return, to reprogram pump settings and reconnect cgm on replacement, and to send back malfunctioning pump using prepaid shipping label.